Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber cap/tip broke off during removal and not inside the patient. The break was observed through the camera without any light being emitted from the break location. A second fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
A review of the device history record for the reported greenlight fibers confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device was able to confirm the reported complaint. Examination of the fiber identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to the circumferential fracture can rotate independently of the metal cap. Additionally, the metal cap exhibits some charred detritus adhesion on surface. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to an elevated temperature near the laser beam output window. These factors are likely to cause distal circumferential fractures. The fiber was tested with the hene (helium-neon) laser fixture, testing conducted did not identify signs of a breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. Based on the observed circumferential fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber cap/tip broke off during removal and not inside the patient. The break was observed through the camera without any light being emitted from the break location. A second fiber was used to complete the procedure without patient complications.